Event description:
It was reported that the patient¿s ilet separated at the screen bezel, after which the device would not charge or retain the cartridge, leading the user to discontinue use and administer subcutaneous insulin by pen; blood glucose rose to approximately 300 mg/dl before correction, and no device alerts or alarms were reported. Symptoms included hyperglycemia and nausea. Outcomes included no lasting health consequences or impact. Investigation included communication with the users and analysis of information provided by the users and third parties. Investigation of this case revealed a stress-related problem with the display assembly consistent with a loss or failure of bonding at the screen bezel. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.